Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited a decrease in r wave amplitude from 5 millivolts (mv) to 2.5 mv. The impedance measurement had increased from 1200 to 1600 and the threshold measurement had also increased from 0.4 volts to 2.9 volts. The cause of decrease in r waves, increase in impedance measurements and threshold measurements were not determined. An echocardiogram was done and a very small perfusion was noticed by the physician. The physician sent the patient home following the procedure and would do a follow up in one week. A revision procedure was performed where the rv lead was explanted and replaced. No additional adverse patient effects were reported.